Event description:
It was reported that during a hemorrhoidectomy procedure, the staples were open in all extension of resection. No further information was provided. Unknown how case was completed. There were no adverse consequences for the patient. Additional information received on (B)(4) 2010: patient had internal 3rd degree hemorrhoids, was submitted to procedure using pph03 in (B)(6) 2010. However, during the procedure, there was a failure, which is not usual after more than 200 cases. The mucous-mucosa suture did not happen above the analrecuts ring which would lead to hemostasis. Staples were total open in all resection of mucous of low rectus, which caused a lot of bleeding and it was necessary to perform manual suture with cromed cat-gut 3-0 with a lot of difficult. As a result of this incident, the patient lost a lot of blood, and stayed anemic and analrectus pain. In the 4t post surgery, patient still had anal pain and difficult to evacuate. Additional information has been requested.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.